Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of monsture in the cmos unit. In addition, we confirmed that the light guide fiber bundle (lcb) disconnection, the light guide fiber bundle (lcb) disconnection, the u/d and r/l pulley wires stretched, the light guide cable buckle, and the air/water nozzle clogg; however, there are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38i10cl us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Foggy image, moisture between objective lens and ccd.